Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high compared to feelings. (Invalid comparison) the pt was coughing with difficulty breathing, checked blood glucose, reading 354 mg/dl. A medical professional was contacted for phone advice. No treatmetn given. The customer care rep performed troubleshooting and determined the test strips were damaged. There is indication the product malfunction due to test strips damage, however no injury was alleged. The strips will be returned.